Event description:
It was reported that during a surgery for a tibial diaphysis fracture using a t2 tibial nail, the radiolucent drill bit broke. It was also reported that there was no injury to the patient. It was further reported that another radiolucent drill bit was readily available and the procedure was completed successfully.

Manufacturer narrative:
The radiolucent drill bit subject to this event was returned to the manufacturer for evaluation. It was visually confirmed that the tip of the drill was fractured. The returned drill bit was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined. The device subject to this MDR originated from one of two lots, the second lot is 10148017.